Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The user was not wearing safety glasses or a face shield. The user consciously disregarded the existing safety precautions as dictated in the material safety data sheet for the product.

Manufacturer narrative:
The user clarified that he did not obtain any burns on his skin but he had a burning feeling in his eye. He stated that he washed his eyes for about 40 minutes in intervals of 5 minutes until the stinging stopped. The user was wearing a laboratory coat and gloves at the time of the event. The event occurred just prior to midnight on (B)(6) 2014.

Event description:
The user reported that he was disposing some remaining reagents on a rack used for cleaning and the multiclean reagent splashed in his eye. He immediately rinsed his eye in an eyewash for approximately 40 minutes with intervals of 5 minutes until it stopped stinging. The user went to the emergency room and they offered treatment. They diagnosed the patient as having something spilled in the eye. The user went to see his physician the next day since he already had an appointment. The physician prescribed topical steroids and antibiotic due to the eye splash. While at the physician, the user also had a peanut sized cancerous growth from his lower eyelid removed. The growth was not a result of the eye splash. The user stated that he can't tell that he spilled anything on it except for a very small patch of newer skin. It was asked specifically where the "newer skin" was located, but this was not provided. The user stated the skin was not burned, but he did have a burning feeling in his eye prior to rinsing his eye. The user stated his eye was fine and refused to provide additional information and refused further follow up. The user was wearing a laboratory coat and gloves at the time of the event.